Event description:
By the end of the third day of pumping, blood was seen in the catheter tubing. The pump was stopped and there were difficulties to remove the balloon. A thrombus was noticed in the balloon fissured. On 02/29/08, datascope received the balloon report datasheet and notified pt expired in 2008.